Manufacturer narrative:
(B)(4). The investigation revealed an acceptable risk per our assessment and no customer mitigation is warranted to prevent a reoccurrence. The software will be updated when the next revision is released.

Event description:
The customer reported that pinnacle sometimes changes the density of a roi to 999 g/cm3 instead of 1g/cm3 and then calculates way to many monitor units.